Manufacturer narrative:
E1 facility: (B)(6) hospital. E1 address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed, the product specifications were not met. The device evaluation found no image projected. Based on the results of the investigation, it is likely that the following led to the malfunction: a cable malfunction prevented the image from being displayed. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a black screen while being used with the video processor. The issue occurred during preparation prior to sedation, and the intended procedure was a diagnostic hysteroscopy. There was no issue with the video processor. There were no reports of patient harm.